Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the cracked toilet seat. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the cracked toilet seat. Reporter stated that the commode has a cracked seat, on the right side. Reporter stated the cracked seat has pinched her.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated that the commode has a cracked seat, on the right side. Reporter stated the cracked seat has pinched her.